Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The event date is an approximation, contact stated this happened about three days ago. No troubleshooting could be performed as the issue occurred prior contacting tandem technical support.